Event description:
It was reported that a home patient (hp) experienced a failure to follow therapy steps and received a system alarm which occurred on the homechoice device, during initial drain. The hp was connected at the time of the event. During troubleshooting, it was noted that the patient line was not fully primed. The technical service representative (tsr) reviewed proper procedures with the hp and assisted in ending therapy. The hp would complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Initiating therapy with an incomplete prime is a known cause of this alarm. The patient at home guide, shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.